Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red light illuminating on charging pocket 2 and 3 on the universal battery charger (ubc) was confirmed via analysis of the returned ubc. The returned ubc (serial number: (B)(4)) was evaluated at the european distribution center. Evaluation of the unit revealed that the unit booted up as intended; however, after booting up a red light illuminated on slots 2 and 3, reproducing the reported event. The unit was inspected and several components in channel 2 and channel 3 on the main power supply printed circuit board (pcb) had damage consistent with being burned. The main power supply pcb was replaced and the issue resolved. After replacing the pcb, a full functional checkout was performed and the unit passed all steps of the test without any issues. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the universal battery charger (ubc), serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The ubc was shipped to the customer on (B)(6) 2017. Heartmate ubc instructions for use provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms, including faults that occur on the ubc, and the actions to take if the faults do no resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the universal battery charger (ubc) was not charging anymore in two slots. The ubc was exchanged and returned.